Manufacturer narrative:
Date if event: date of event was not reported, the aware date was used as an estimate. Implant date was not reported, the aware date was used as an estimate.

Event description:
It was reported via social media that there was a thrombus present during the procedure. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a watchman flx laa closure device & delivery system (wds) were used. The physician deployed the closure device in the laa of the patient and within one minute of the deployment a thrombus formed behind the device. The thrombus was in the laa and sealed in by the device. There were no complications that were reported.